Event description:
It was reported that during an initial total knee arthroplasty, the femoral impactor pad fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction. All available information has been reported.

Manufacturer narrative:
(B)(4). D10: medical product: tibial impactor pad: catalog#00590103300, lot#64272757 the product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10; h11. Visual examination of the returned product identified signs of repeated use (nicked or gouged) and is fractured. All pieces were returned. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.